Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the smart device showed a transmitter failed error. No additional patient or event information is available. No product or data were provided for evaluation. The reported transmitter failed error could not be confirmed. A root cause could not be determined.